Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to patient's elevated thresholds and normal lead function. No additional adverse patient effects were reported.